Event description:
I used fixodent from 1984 to 2009. I was diagnosed with neuropathy in 1998. It is a permanent condition and requires continued medical treatment. Dose: denture cream. Frequency: twice a day. Route: oral. Dates of use: 1984 - 2008. Diagnosis: denture cream. Event abated after use stopped: no.